Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting increased pacing impedance measurements of greater than 2500 ohms, for about the last three months. The physician advised a lead revision procedure will be scheduled in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that surgical intervention was completed. The implantable cardioverter defibrillator (ICD) was explanted for optimal battery longevity to the patient. A new device was implanted. The device was discarded at the facility and will not be returned for analysis. The right ventricular (rv) lead was capped/ abandoned. A new lead was then implanted. No adverse patient effects were reported.